Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627444) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included cyst of ovary, joint pain, vaginal itching, trichomoniasis, pelvic mass, diarrhea, vaginal irritation and teratoma. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced wound dehiscence ("wound dehiscence at naval (from port) occurred after removal procedure of (B)(6) 2011"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown and the wound dehiscence and back pain had not resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and wound dehiscence to be related to essure. Diagnostic results: (B)(6) 2008, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils, left: 3 coils. (B)(6) 2011, indications for sonography reason : pelvic mass , right anterior 7cm impression: right adnexal mass (es). (B)(6) 2011, comparison : compare with pelvic ultrasound findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding. A/p: pelvic mass-possible dermoid. (B)(6) 2011, findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding . On (B)(6) 2011, (B)(6) 2011, type of test: transvaginal ultrasound (tvu), other (please describe) - CT scan, need to have cyst on right ovary removed. Result date: (B)(6) 2011 (per mr) (B)(6) 2009, xr hysterosalpingography, result not provided. (B)(6) 2011 surgical pathology: 1. Mature cystic teratoma. 2. Fimbriated fallopian tube with vascular congestion. Resection, right ovary and fallopian tube: 1. Mature cystic teratoma. 2. No definite fallopian tube identified. Clinical history: complex right ovarian mass, probable dermoid. Intra-operative consultation dermoid cyst specimen(s) received a and b: ovary and tube , non-tumor , resection - right tube and ovary gross description a. Received fresh for intraoperative frozen diagnosis is a 12.5 x 10.5 x 5.0 cm enlarged ovary with a lumpy-bumpy congested serosal surface. There is a 7.0 x 0.3 x 0.3 cm accompanying fallopian tube, complete with fimbria at one end, with an average crosssectional diameter of 0.4 crn, displaying a stellate lumen on cut section. The ovary is opened revealing a multiloculated cystic structure containing necrotic tan-brown sludge. The locules range in size from 0.5 cm up to 2.0 cm in diameter. Some of the locules contain inspissated mucus. Focal calcifications within the cyst are also noted. No solid areas, palpitations, or necrosis are identified. Representative sections of the cyst are utilized for intraoperative frozen diagnosis and subsequently embedded in asi and as2 with additional representative sections submitted of the cyst in an additional three cassettes. B. Received are multiple fragmented portions of presumed bubbly ovarian tissue measuring in aggregate 8 . 0 x 6 . 0 x 2 . 5 cm. Cut sections reveal disrupted cystic spaces containing inspissated mucus. No definite fallopian tube structure is identified. Representative sections submitted in three cassettes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events back pain, wound dehiscence were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627444) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included cyst of ovary, joint pain, vaginal itching, trichomoniasis, pelvic mass, diarrhea, vaginal irritation and dermoid cyst of ovary. On (B)(6)2008, the patient had essure inserted. On (B)(6)2011, 2 years 7 months after insertion of essure, the patient experienced wound dehiscence ("wound dehiscence at naval (from port) occurred after removal procedure of 05jul2011"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown and the wound dehiscence and back pain had not resolved. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and wound dehiscence to be related to essure. Diagnostic results: (B)(6)2008, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils, left: 3 coils. (B)(6)2011, indications for sonography reason : pelvic mass , right anterior 7cm impression: right adnexal mass (es). (B)(6)2011, comparison : compare with pelvic ultrasound findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding. A/p: pelvic mass-possible dermoid. 30jun2011, findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding . On (B)(6)2011, (B)(6)2011, type of test: transvaginal ultrasound (tvu), other (please describe) - CT scan, need to have cyst on right ovary removed. Result date: - (B)(6)2011 (per mr) (B)(6)2009, xr hysterosalpingography, result not provided. (B)(6)2011 surgical pathology: 1. Mature cystic teratoma. 2. Fimbriated fallopian tube with vascular congestion. Resection, right ovary and fallopian tube: 1. Mature cystic teratoma. 2. No definite fallopian tube identified. Clinical history: complex right ovarian mass, probable dermoid. Intra-operative consultation dermoid cyst specimen(s) received a and b: ovary and tube , non-tumor , resection - right tube and ovary gross description a. Received fresh for intraoperative frozen diagnosis is a 12.5 x 10.5 x 5.0 cm enlarged ovary with a lumpy-bumpy congested serosal surface. There is a 7.0 x 0.3 x 0.3 cm accompanying fallopian tube, complete with fimbria at one end, with an average crosssectional diameter of 0.4 crn, displaying a stellate lumen on cut section. The ovary is opened revealing a multiloculated cystic structure containing necrotic tan-brown sludge. The locules range in size from 0.5 cm up to 2.0 cm in diameter. Some of the locules contain inspissated mucus. Focal calcifications within the cyst are also noted. No solid areas, papillations, or necrosis are identified. Representative sections of the cyst are utilized for intraoperative frozen diagnosis and subsequently embedded in asi and as2 with additional representative sections submitted of the cyst in an additional three cassettes. B. Received are multiple fragmented portions of presumed bubbly ovarian tissue measuring in aggregate 8 . 0 x 6 . 0 x 2 . 5 cm. Cut sections reveal disrupted cystic spaces containing inspissated mucus. No definite fallopian tube structure is identified. Representative sections submitted in three cassettes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627444) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included cyst of ovary, joint pain, vaginal itching, trichomoniasis, pelvic mass, diarrhea, vaginal irritation and dermoid cyst of ovary. On (B)(6) 2008, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced wound dehiscence ("wound dehiscence at naval (from port) occurred after removal procedure of (B)(6)2011"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (to remove the essure implant, salpingectomy (one side removal of fallopian tube), oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, wound dehiscence and back pain had not resolved and the genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and wound dehiscence to be related to essure. Diagnostic results: (B)(6) 2008, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 4 coils, left: 3 coils. (B)(6) 2011, indications for sonography reason : pelvic mass , right anterior 7cm impression: right adnexal mass (es). (B)(6) 2011, comparison : compare with pelvic ultrasound findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding. A/p: pelvic mass-possible dermoid. (B)(6) 2011, findings: bilateral essure microfilaments are noted in pelvis. Impression: large right pelvic a adnexal complex mass , measuring 10 x 11 x10 cm, with multi loculated components of fatty elements , fluid and complex fluid materials . This may represent an atypical dermoid and or teratoma , corresponding to the ultrasound exam finding . On (B)(6) 2011, (B)(6) 2011, type of test: transvaginal ultrasound (tvu), other (please describe) - CT scan, need to have cyst on right ovary removed. Result date: - (B)(6) 2011 (per mr) (B)(6) 2009, xr hysterosalpingography, result not provided. (B)(6) 2011 surgical pathology: 1. Mature cystic teratoma. 2. Fimbriated fallopian tube with vascular congestion. Resection, right ovary and fallopian tube: 1. Mature cystic teratoma. 2. No definite fallopian tube identified. Clinical history: complex right ovarian mass, probable dermoid. Intra-operative consultation dermoid cyst specimen(s) received a and b: ovary and tube , non-tumor , resection - right tube and ovary gross description a. Received fresh for intraoperative frozen diagnosis is a 12.5 x 10.5 x 5.0 cm enlarged ovary with a lumpy-bumpy congested serosal surface. There is a 7.0 x 0.3 x 0.3 cm accompanying fallopian tube, complete with fimbria at one end, with an average crosssectional diameter of 0.4 crn, displaying a stellate lumen on cut section. The ovary is opened revealing a multiloculated cystic structure containing necrotic tan-brown sludge. The locules range in size from 0.5 cm up to 2.0 cm in diameter. Some of the locules contain inspissated mucus. Focal calcifications within the cyst are also noted. No solid areas, papillations, or necrosis are identified. Representative sections of the cyst are utilized for intraoperative frozen diagnosis and subsequently embedded in asi and as2 with additional representative sections submitted of the cyst in an additional three cassettes. B. Received are multiple fragmented portions of presumed bubbly ovarian tissue measuring in aggregate 8 . 0 x 6 . 0 x 2 . 5 cm. Cut sections reveal disrupted cystic spaces containing inspissated mucus. No definite fallopian tube structure is identified. Representative sections submitted in three cassettes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received.outcome of event pain were updated to not recovered / not resolved . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.